Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1. The patient reported that an employee named (B)(6) at the (B)(6) office called about their stimulator not working. The patient stated that they made an appointment for the (B)(6), but the patient wanted to come in sooner. They stated that john told them they could come to their office and they could do it. The caller was redirected to contact their healthcare professional (hcp). No symptoms were reported. No further complications were reported. Follow-up was conducted.